Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this complete to best of our knowledge.

Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The customer changed the infusion set the night before being hospitalized, but the customer never gave a manual injection to treat the high blood glucose. The customer also stated, she changes the infusion set every four to five days instead of the recommended two to three days. Troubleshooting was performed and the insulin pump passed the prime and displacement tests.